Manufacturer narrative:
(B)(4) complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the deltapaq and the microcatheter and the coil kink could not be confirmed without product return for analysis. The root cause of the events could not be determined; however, based on the information provided, the events may have been related to patient factors (heavy vessel tortuosity) or to the microcatheter (possible kink). There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during coil embolization of a right middle cerebral artery subarachnoid hemorrhage, it was reported that when attempting to insert the deltapaq coil (cdf10025830/g12253) into a sl10 microcatheter, there was resistance in the middle of the microcatheter, and the coil became kinked in the microcatheter. In addition, the delivery was not stable within the mc because of the heavy tortuosity of the patient's vessels, so the physician decided to change the procedure to aneurysm clipping. The entire coil was removed from the patient without need for additional intervention. According to the physician, there was a possibility that the microcatheter was kinked because of the heavy calcification level, but the microcatheter had been discarded and the kink could not be confirmed. There were no patient injury/ complications. Due to the event, the procedure was delayed for 5 minutes, nevertheless, the delay was not clinically significant as there were no patient injury/ complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The product was already discarded. No further information is available.